Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to the patients intermittent underlying ventricular escape at thirty beats per minute the pacing lead was reprogrammed bipolar however, non capture was observed. The pacing lead also exhibited unstable thresholds. The decision was made to not replace the lead as the issue was chronic and stable. No further patient complications have been reported as a result of this event.